Event description:
Placed stelo continuous glucose monitor on my arm in the right location correctly following the instructions. Started bleeding in the arm with blood coming down the side of the arm and also through the product. Kept bleeding for several minutes while trying to hold pressure. Then removed product without activating it on the app. Contacted stelo next day via their online reporting tool - it has been a week and still haven't heard back from them. Also called them to no avail.